Event description:
The consumer reported getting the extraction solution of the binaxnow covid-19 antigen self test kit on his eyes. The consumer reported a little redness in his eye. The customer confirmed there was no patient harm due to the test exposure.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
A product deficiency was not reported or identified. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any medical advice is needed. \ a supplemental report will be provided if any additional is obtained.